Event description:
It was reported that the user experienced a glycemic rollercoaster while using the ilet, with a sensor glucose rise to 229 mg/dl during breakfast followed by a drop to 50 mg/dl after announcing the meal; the user reported eating toast with peanut butter, announcing as usual, and believed the carbohydrate amount was overestimated compared with prior larger breakfasts, with recent activity also noted. Symptoms included tiredness during hyperglycemia and anxiety with confusion during hypoglycemia. Outcomes included self-treatment of the low with oral glucose and recovery to a fingerstick-verified 76 mg/dl, with no alerts, alarms, or hospitalization. Investigation included customer care troubleshooting and education regarding timing of meal announcements at first bite, verification that the infusion set appeared normal after a recent change, and review of meal size estimation. Investigation of this case revealed user-related factors of incorrect meal size announcement and recent activity as likely contributors, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error compounded by activity.